Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. User stated that he did not have the infection right at the insertion site, but rather around it. The user was prescribed bactrim antibiotics as a precaution. Per dms, the user is currently using the system with up-to-date information. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported an infection around the sensor insertion area.